Event description:
It was reported that the system locked up during boot up. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.